Event description:
This complaint is one (1) of three (3) incidents involving the leakage of collection bags. The collection bags are a disposble component of the aqualine line kit. The referenced subject complaint involves the attending nurse. No injury or death involving the patient was reported. Reportedly, after 3 "purges" the collection bag leaked¿ when the nurse saw a black screen she thought the machine was disconnected; she touched the power cord and received an electric shock. Additionally, part of the electrical circuit of the room switched off. Clinical consequences: the nurse who received the electric shock was out of work for 1(one) week

Manufacturer narrative:
Result and conclusion: a preliminary evaluation was communicated (machines quarantined and repaired) in the initial reporting of the referenced subject complaint. However, the formal technical service evaluation report was not received at the time of this submission; it is anticipated. Result and conclusion will be amended upon receipt of the technical service report. The device history record was reviewed and has not shown indicators related to the complaint. The device met all the requirements during final inspection. Date of manufacture: 2003. Actions taken by the hospital: the machines were quarantined and repaired. No history record available (before connection to patient). Reproduction of the event collection bag bursting after perfusion of 1800ml (2000ml mentioned on bag). An internal communication from the hospital to the staff: alert information with use recommendations for users (in agreement with manufacturer).

Manufacturer narrative:
No fault found. Based on the evaluation results, events are not related to a defect at the machines. Due to problems during the first priming phase, a second priming was done at the machine. The priming process the machine was not observed and so, overfilling of the waste bag was not recognized and prevented. The waste bag was overfilled and split above the aquarius machine. Fluid went into the aquarius machine. This causes a blank display and other damages on the machine. The electrical shock of the nurse was probably an electrostatic discharge. Maybe amplified by the wet floor. This event happened on three different machines. The two overfilled filtrate bags were linked to another devices, and a waste bag for priming linked to another device. An edwards field service engineer checked the machines and replaced the defect parts related to the issue. No other failure was found.